Event description:
The customer reported that the needle of the abbott diabetes care (adc) device became lodged in the sensor and arm after insertion. The customer was unable to self-treat and required a healthcare professional to remove the needle. There was no report of death or permanent impairment from this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.